Event description:
On 28th november 2024, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor broke during insertion. This was detected during use in cruciate ligament reconstruction surgery on (B)(6) 2024. All the fragments were retrieved from the patient. The procedure was completed successfully using another new ar-2324bcc. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-2324bcc suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet serial/batch number (B)(6) was received for evaluation. Visual inspection revealed that the bio/anchor was broken into small pieces. The evaluation of the suture found not damaged; however, the eyelet was found with a gouge. Functional testing was performed by moving the inner shaft out of the outer shaft, and no resistance was found. The most likely cause of the reported failure is user error, specifically improper bone preparation, misalignment of the insertion and/or applying excessive force on the device during use. Directions for use. Dfu-0087. Corkscrew®, pushlock®, and swivelock® suture anchors. G. Precautions: 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone.